Event description:
Information received from the field does not address the patient's clinical status but notes a lead fracture. An x-ray showed a fracture of the lead where the insulation tapers as it exits the connector block.~~~~~